Event description:
A physician found a pt unresponsive with oxygen saturation in the 40s. The pt's condition returned to normal after receiving oxygen. Clinicians suspect an adverse reaction to pain medication or over delivery from a pca pump.